Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms 6 months post implant. Boston scientific technical services (ts) discussed programming options. The remote monitoring alert trigger was increased to 150 ohms and monitoring will be continued. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms 6 months post implant. Boston scientific technical services (ts) discussed programming options. The remote monitoring alert trigger was increased to 150 ohms and monitoring will be continued. No adverse patient effects were reported. This product remains in service.